Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples severely misaligned. The stapler was received with 26 staples left in the cartridge indicating the customer fired at least 9 staples total. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was not able to properly form and release. The second attempt to fire the stapler with a properly formed staple that released was not successful. The stapler cartridge was examined under magnification and severe misalignment was confirmed. The remaining staples were removed from the unit and evaluated under magnification: there were no manufacturing related anomalies noted with the staples themselves. The complaint, "staples stuck in unit" has been confirmed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. After a thorough investigation involving functional testing, a probable cause could not be established. The staples in the returned stapler are severely misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 26 staples left in the cartridge indicating that the customer fired at least 9 staples. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staplers were stuck during use. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600307 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staplers were stuck during use. There was no patient injury.